Manufacturer narrative:
The pump was received with a blank display due to moisture damage at the electronic assembly. They were unable to perform the operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test or verify the battery out limit alarm due to blank display. The pump was received with a minor scratched lcd window, a cracked case at the display window corners, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that when she tries to put in a fresh battery in the insulin pump, she gets a failed battery test alarm. Customer stated that the pump still won't work. Customer stated that she can see moisture under the lcd screen and she is in (B)(6) where it is hot. Customer stated that the moisture has dried up now but the pump isn't functioning. Customer stated that she keeps getting a battery out limit alarm when she puts in a new battery. Customer was able to program the pump after changing the battery and then it forced her into the rewind. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.